Event description:
It was reported via literature that device migration occurred. The patient presented with escalating symptoms of breathlessness and presyncope. Intravascular ultrasound confirmed severe ostial left main coronary artery stenosis. A sentinel cerebral protection system was placed via the right radial artery to minimize the risk of cerebral embolization during atherectomy. Using a disengaged 8-f al1 guide and a rotafloppy wire in the distal left anterior descending, several 2.0 rotapro burr passes were undertaken from the aortic root into the left main stem. A repeat intravascular ultrasound demonstrated significant atherectomy and calcium modification. After a 5.0 non-compliant (nc) balloon inflation, a 5.00 x 12 mm synergy megatron drug-eluting stent was then deployed. An attempt was made to cover the ostium but minimize stent protrusion into the aorta. During deployment, the stent interacted with ostial calcification and moved into the vessel. The stent was post-dilated with a 6.00 x 12 mm non-compliant balloon at nominal pressure. A computed tomography tavi (transcatheter aortic valve implantation) confirmed the stent had displaced into the left main body from the very oblique left main ostium. A non-boston scientific valve with an upfront chimney stent was implanted to minimize the risk of coronary occlusion and still provide satisfactory hemodynamic performance in the context of the patients overall comorbidity and likely longevity.

Manufacturer narrative:
Citation: chapman, a, ng, l, kueh, s. Et al. Rotational atherectomy of aorto-ostial calcification and retained native leaflet to facilitate valve-in-valve tavi. J am coll cardiol case rep. 2025 jul, 30 (20). Https://doi.org/10.1016/j.jaccas.2025.103949. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.